Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen cemented femoral component, catalog # 00576401652, lot # 61798623, nexgen stemmed tibial component, catalog # 00598004701, lot # 61862474, nexgen all poly patella, catalog # 00597206532, lot # 61881528, palacos r&g, catalog # 66022583, lot # 72474274. Report source: (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Discarded

Event description:
It was reported that the patient underwent an initial knee arthroplasty about eight years ago. Subsequently, the patient was revised due to progressive hyperextension, subluxation, and postero-lateral instability attributed to patient anatomy. It was noted during the procedure there was no apparent issues with the implant. The patient's anatomy had changed to include postero-lateral corner instability causing instability with the patient's gait.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of patient's medical records. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review from (B)(6) 2019 indicates that the patient was experiencing progressive hyperextension, subluxation, and instability. The physician notes state that the surgeon is was unsure if this was a poly failure or due to the patient¿s condition and stretched ligaments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.